Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue of the "gas gain" alarm, but observed that the pneumatic module assembly (pim) and the fill manifold were leaking. The stm replaced the pneumatic module assembly and noted that the leaks in both sections were resolved. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated several "gas gain" alarms. The customer would his the "iab fill" and pumping would resume. However, the alarm would reoccur within 30 to 45 minutes of pumping. It was suggested by the getinge emergency support consultant to swap out the iabp unit and sent the unit for evaluation to the customer's biomed. There was no patient harm or adverse event reported.